Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the surgery, the robotic arm jerked toward the patient axially softly landing on the patient¿s scalp. The system then went through a shutdown procedure and was re-started to continue the surgery.

Manufacturer narrative:
The investigation into this event indicated that the communication error was due to the collision between robot arm and patient's head, it is a normal device behavior. The robot arm movement which led to the subject collision occurred despite the fact that the vigilance device was not pressed by the user. The most probable cause for this issue is that this vigilance device was defective. However it was not returned and therefore no root cause could be confirmed. Since the occurrence of this event, the subject vigilance device was removed from the hospital in relation to (B)(4).